Event description:
International affiliate reports that the suture broke in the catheter of the wound between 10 and 15 days post op. Pt was returned to surgery for skin closure. Attending reports event is probably atributable to their technique.